Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The low-voltage right ventricular (rv) lead was replaced to upgrade to a defibrillation lead. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.